Event description:
The event is reported as: there appears to be an internal crack where the water drained into the collection chamber. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, but the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.